Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricle (rv) lead exhibited loss of capture. The rv lead was explanted, and a new lead was implanted. The patient was stable throughout.